Manufacturer narrative:
Retainer ring = black. Customer complained about critical pump error and wont stop beeping even without the battery. Device perform visual inspection and pump received with pillowing keypad overlay. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant critical pump error (open book). Test reservoir/pcap lock properly inside the reservoir tube. The crest and thus software was utilized and successful download. Device found pump error 35 alarm at the pump history files on the event date. Device received with critical pump error (open book) due to corroded/moisture damage at the electronic assembly and force sensor. Confirmed critical pump error (open book) and pump error 35 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error. The customer's husband stated that they received critical pump error and was not stopped beeping even without battery. No harm requiring medical intervention was reported. The device will be returned for analysis.